Manufacturer narrative:
An olympus field service technician evaluated the device on-site at the facility. The technician determined that the failure was with a colonoscope which had been infiltrated with water, not the light source. As the issue was not related to the subject device (light source), the device is not being returned to the manufacturer for further evaluation and testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the device for use, prior to a procedure, error code b30 (scope communication error) was displayed from the light source. There was no patient impact. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that water had entered the inside of the colonoscope at the inspection by the service department. As a result, it was estimated that b30 was displayed due to poor communication between the endoscope and the controller. However, the cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.